Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for evaluation. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was returned with the rest of device. The remaining waveguide and the broken piece were inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have came in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user¿s guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in unintended damage to tissue and/or device failure.

Manufacturer narrative:
(B)(4). Date of initial report : 02/25/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after three hours of use, a red light was provided by the system and the system stopped working. The dissector was removed from the patient cavity in order to clean it. While the scrub nurse was cleaning the dissector, a piece of the active waveguide disengaged. Nothing fell into the patient cavity and there was no staff or patient injury. A new dissector was opened and installed onto the system in order to successfully complete the esophagectomy/gastric tube case. .